Event description:
Three days prior to the procedure, the patient presented with a ruptured midline anterior communicating artery (acom) aneurysm. Six coils were successfully deployed into the aneurysm during the procedure. It was reported that the subject device broke and was not implanted, no other details were provided. Also, during the procedure, the patient suffered a thrombus in the acom. The physician administered 6mg of reopro and a 2000iu bolus of heparin to treat the thrombus. The event was reported to be resolved with residual effects as the patient suffered a left anterior cerebral artery stroke, due to the thrombus. No further information was provided.